Manufacturer narrative:
Review of x-rays shows a long construct (approx, t3-l5) with one cross connector at t4 and another at l5. Both rods on each side of the construct are broken at l5. There was no anterior support or interbody devices. Evaluation of images and information provided by the user could not determine a root cause for the breakage of the rods and no conclusions can be made. Breakage can occur due to cyclical loading of the device over time. Notches, scratches or bending of the implants during the course or surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.

Event description:
Depuy spine was made aware of the post-op breakage of two spinal rods. Breakage was noted 6-months post-op. Surgeon is taking no action at this time. As this could result in the need for surgical intervention an MDR is being filed to document this event.